Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient for history of deep vein thrombosis. At some time post filter deployment, the filter allegedly tilted, embedded in the wall of the inferior vena cava, and perforated the inferior vena cava. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years and three months of post deployment, computed tomography of lumbar spine without contrast was performed, and result showed that the bard inferior vena cava filter was positioned below the level of the renal veins at superior l3 to superior l4. Migration was likely seen but unable to evaluate fully. The filter was tilted anteriorly and to the right with its cone was perforated through the inferior vena cava wall into the pericaval fat. Coronal images showed approximately 29 degrees and sagittal images showed approximately 4 degrees. One of the filter arms was bent superiorly and perforated through the inferior vena cava wall into the pericaval or mesenteric fat. Several of the filter struts have penetrated the inferior vena cava wall. Grade 3 perforation was seen. Left strut abutted aorta at 8mm and posterior strut abutted superior l4 at 11mm. Another leg had penetrated the periosteum of a vertebra. Therefore, the investigation is confirmed for filter tilt, material deformation and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration as it was mentioned "migration was likely seen but unable to evaluate fully". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - filter tilt. H10: d4(expiry date: 07/2011), g3, h6(method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 07/2011). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient for history of deep vein thrombosis. At some time post filter deployment, the filter allegedly tilted, embedded in the wall of the inferior vena cava, and perforated the inferior vena cava. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records have been provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently. Medical records review: the patient with history of deep vein thrombosis had a vena cava filter deployed in the infrarenal vena cava. The patient tolerated the procedure well.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient for history of deep vein thrombosis. At some time post filter deployment, the filter allegedly tilted, embedded in the wall of the ivc, and perforated the ivc. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis had a vena cava filter deployed in the infrarenal vena cava. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Perforation or other acute or chronic damage of the ivc wall. Filter malposition filter tilt

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient for history of deep vein thrombosis. At some time post filter deployment, the filter allegedly tilted, embedded in the wall of the ivc, and perforated the ivc. There was no reported patient injury.